Event description:
A pt service rep (psr) contacted zoll customer support while assisting a (B)(6) female pt to report that the battery charger would not power on. The pt was issued a replacement charger.

Manufacturer narrative:
Device eval summary - device eval of battery charger sn (B)(4) has been completed. The reported problem (won't power on) has been confirmed. As received, the charger/modem would not power on. Upon eval, the power supply unit was defective. The output voltage was oscillating between 15 and 17 volts. The cause of the inability to power on is the defective power supply unit. The root cause of the defective power supply unit cannot be positively identified. No adverse event resulted from the defective power supply. The pt was issued a replacement battery charger.